Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that batteries were depleting quickly after being half way full. Customer also believes t have received a motor error alarm. Customer received a blank screen display and was able to resolve after second battery change.